Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using an avenir rasp w. Trunnion connection s. 2, the rasp did not fit as tight as it fitted before the rom (range of motion) test.